Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, damaged plug unit, shaved cable unit was observed. The root cause of the reported failure could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on plug unit and cable unit is shaved. There was no patient involvement.